Event description:
Got mcghan saline filled breast implants in (B)(6) 2006. In (B)(6) 2006, got my first migraine. Have had issues piling up from there. Insomnia, skin issues, pains, unexplained weight gain, recurring infections, vertigo, chronic fatigue, etc.